Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an uncontained abdominal aortic rupture. Vessel morphology was reported as severely calcified iliac vessels at the time of implant. It was reported that 12 days post stent graft implant, the patient had iliac limb/stent graft occlusion. The physician elected to perform a femoral to femoral bypass. It was reported during the femoral to femoral bypass, the patient had a myocardial infarction and expired. No additional information has been provided.

Manufacturer narrative:
Evaluation results - death, occlusion. Other, operative/autopsy reports not provided. Severely calcified iliac vessels. Conclusions: other, operative/autopsy reports not provided. Severely calcified iliac vessels.